Event description:
A customer reported that the control panel console will not lock on an epiq cvx ultrasound system. No patient or user was harmed as a result of the issue.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. It was discovered that the rotation lock of the epiq cvx ultrasound system's control panel arm was stuck. The bushing was replaced and secured in place.

Event description:
A customer reported that the control panel console will not lock on an epiq cvx ultrasound system. No patient or user was harmed as a result of the issue. Philips has started an investigation of this complaint.